Manufacturer narrative:
Only the speedband handle assembly and trip wire was returned for analysis. A visual examination of the returned device found some residue present indicating use/handling. The ligator head and bands were not returned. The suture was intact and attached to the trip wire loop. The proximal loop was retracted into the handle post and was not secured into the handle slot. There was no evidence present that the trip wire had been secured prior to receipt for analysis. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. It does not appear that the trip wire was cinched in the handle slot as instructed in the dfu, which impacted the deployment activity of the bands. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a procedure performed on (B)(6) 2015. According to the complainant, during preparation, some of the bands fell off. The remaining bands reportedly "sparked". Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. However, it should be noted that the speedband superview super 7 device does not have an electrical component and it is unlikely that the bands would be able to "spark".

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a procedure performed on (B)(6) 2015. According to the complainant, during preparation, some of the bands fell off. The remaining bands reportedly "sparked." Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. However, it should be noted that the speedband superview super 7 device does not have an electrical component and it is unlikely that the bands would be able to ¿spark¿.

Manufacturer narrative:
Reported issue of bands deployed prematurely. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.